Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple alarm 20s occurred during insulin delivery. There was no reported impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy. In addition, it was reported that insulin gauge was inaccurate. Customer declined to troubleshoot with tandem technical support.